Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), and batch: 7209918.

Event description:
It was reported that the patient experienced sharp pain upon access to the epidural space and lead driving caused further irritation. The patients pain would not subside. The physician decided to pull the leads. The explanted leads were discarded by the medical facility.